Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle pierced through the bd neoflon¿ IV cannula tubing during the insertion. The following information was provided by the initial reporter: "faulty neoflon cannula where the needle has gone through the plastic tubing on insertion."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-18/ h6: investigation summary one used sample was received by our quality team for evaluation. The needle pierced through catheter was observed on the used sample. The sample was subjected to visual inspection and a v-shaped cut was observed on the pierced edge of the catheter tubing. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The v-shaped cut could have resulted from the needle pierced through the catheter tubing. The needle pierced through catheter could have occurred during the assembly process of catheter tubing and needle or during product application when the user attempted to reinsert the needle into the catheter after partial withdrawal. The manufacturing process was reviewed. There is a 100% automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. From the returned sample, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has needle pierced through catheter. Therefore, the probable root cause for the reported defect could be due to user having partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined.

Event description:
It was reported that the needle pierced through the bd neoflon¿ IV cannula tubing during the insertion. The following information was provided by the initial reporter: "faulty neoflon cannula where the needle has gone through the plastic tubing on insertion."